Event description:
It was reported that during a c5-c7 acdf removal of a screw to reposition, the tip of the instrument broke off into the head of the screw. The tip of the driver and screw were removed by the surgeon. The removed screw and driver were replaced with another screw and driver to complete the procedure. No harm was done to the patient without extension of time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The device was received, however, no evaluation is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after the device was returned and a product development event evaluation was performed. As noted in a previous evaluation for the extraction screwdriver, the load necessary to break that part of the instrument will most likely be seen in misuse of the product. The material of the internal shaft of the extraction screw was changed to increase the strength and ductility of the shaft to help prevent issues resulting from excessive side loads occurring from this misuse. Based on the material issue, the complaint is deemed valid. Original awareness date is 07/17/2012. Device evaluation was completed on 08/02/2012. Placeholder.